Event description:
A surgeon reported a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported that he is not sure of the cause of the refractive surprise and continues to monitor the pt.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 12/14/2009, 12/18/2009 by phone, fax and mail. Medical records were received on 12/14/2009. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).